Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the alarms, the pump supplies were changed. The customer's blood glucose (bg) level was 224 - 227 mg/dl. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The infusion set was changed. The contact declined further troubleshooting.